Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high pacing impedance measurements. Despite repositioning the lead multiple times, the impedance issue could not be resolved so a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The lead was considered contaminated as there was an excessive amount of blood so it was discarded by the hospital for safety reasons and will not be returned for analysis.